Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Reportedly, the pump was recently exposed to extreme cold temperatures. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be received a supplemental form will be completed. T:slim user guide indicates, "avoid exposure to your t:slim pump to temperatures below 40 degrees fahrenheit or above 99 degrees fahrenheit".